Event description:
It was reported that during a laparoscopic cholecystectomy, the unformed clip ejected at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws with and upon inspection they were found to be yielded. Two malformed clips were taped to the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, three clips were fed and formed as intended, two scissored clips were formed and the remaining clips were ejected; finally the device locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.